Event description:
Broken baseplate found during surgery. Surgeon said patient had fall and complained of pain - revising for pain.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. H3 other text : not returned.

Manufacturer narrative:
An event regarding crack/fracture involving a triathlon baseplate was reported. The event was confirmed via evaluation of the provided photograph of the device. Method & results: -product evaluation and results: visual inspection: the reported device was not returned however a photograph was provided for review. The provided photographs shows a recently explanted baseplate, fractured and covered in blood. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient patient fell and complained of pain, baseplate was found broken intraoperatively. The reported device was not returned however photographs were provided for review. The provided photographs shows a recently explanted baseplate, fractured and covered in blood. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the devices, pathology reports, additional pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Broken baseplate found during surgery. Surgeon said patient had fall and complained of pain - revising for pain.